Event description:
The instrument caught fire due to a malfunction and was extinguished by laboratory personnel. No injuries or deaths resulted. The fire was probably caused by a component failure in concert with improper maintenance by the user.